Manufacturer narrative:
(B)(4). Investigation summary: functional examination of the returned device confirmed the reported event. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot: null; device history batch: null; device history review: null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that all three pin pullers opened on a case and aren't tight enough to grab the pin. No surgical delay and all pieces retrieved.